Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5068648) on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("crippling sharp pain om right side where essure implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced complication of device insertion ("first attempt of implantation on rigth side did not work") and menorrhagia ("developed a menstrual cycle that never ended, it would lighten for one week ... But still required me to wear a pad"). The patient was hospitalized sometime in (B)(6) 2012 until sometime in 2012. The patient was treated with surgery (on (B)(6) 2012 essure was explanted via total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the complication of device insertion had resolved. The reporter considered complication of device insertion, menorrhagia and pelvic pain to be related to essure. The reporter commented: overtime the patient developed a cycle that never ended. It would "ligher" for approximately one week out of the month but still required her to wear a pad. After roughly a year she switched to another gynaecologist who told her after ultrasound and screenings that her only option was to have a total hysterectomy. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and starting that day she experienced pelvic pain ("crippling sharp pain om right side where essure implant"). The consumer also reported that the first attempt of implantation on right side did not work. Essure was explanted via total hysterectomy approximately one year after its placement. The reporter assessed the relation between essure and pelvic pain as related. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred right after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since an intervention was required. The product technical analysis concluded, an investigation cannot be initiated as a batch number or sample was not provided, thus resulting in an unconfirmed quality defect. Further information is being sought.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5068648) on 17-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("crippling sharp pain om right side where essure implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced complication of device insertion ("first attempt of implantation on right side did not work") and menorrhagia ("developed a menstrual cycle that never ended, it would lighten for one week ... But still required me to wear a pad"). The patient was hospitalized sometime in (B)(6) 2012 until sometime in 2012. The patient was treated with surgery (on (B)(6) 2012 essure was explanted via total hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the complication of device insertion had resolved. The reporter considered complication of device insertion, menorrhagia and pelvic pain to be related to essure. The reporter commented: overtime the patient developed a cycle that never ended. It would lighter for approximately one week out of the month but still required her to wear a pad. After roughly a year she switched to another gynaecologist who told her after ultrasound and screenings that her only option was to have a total hysterectomy. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and starting that day she experienced pelvic pain ("crippling sharp pain om right side where essure implant"). The consumer also reported that the first attempt of implantation on right side did not work. Essure was explanted via total hysterectomy approximately one year after its placement. The reporter assessed the relation between essure and pelvic pain as related. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred right after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since an intervention was required. A product technical analysis and further information are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5068648) on 17-apr-2017. The most recent information was received on 19-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("crippling sharp pain om right side where essure implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced complication of device insertion ("first attempt of implantation on right side did not work") and menorrhagia ("developed a menstrual cycle that never ended, it would lighten for one week ... But still required me to wear a pad"). The patient was hospitalized sometime in (B)(6) 2012 until sometime in 2012. The patient was treated with surgery (on (B)(6) 2012 essure was explanted via total hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the complication of device insertion had resolved. The reporter considered complication of device insertion, menorrhagia and pelvic pain to be related to essure. The reporter commented: overtime the patient developed a cycle that never ended. It would "ligher" for approximately one week out of the month but still required her to wear a pad. After roughly a year she switched to another gynaecologist who told her after ultrasound and screenings that her only option was to have a total hysterectomy. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-may-2017: no answer was received after follow-up attempts. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and starting that day she experienced pelvic pain ("crippling sharp pain om right side where essure implant"). The consumer also reported that the first attempt of implantation on right side did not work. Essure was explanted via total hysterectomy approximately one year after its placement. The reporter assessed the relation between essure and pelvic pain as related. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred right after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since an intervention was required. The product technical analysis concluded, an investigation cannot be initiated as a batch number or sample was not provided, thus resulting in an unconfirmed quality defect.